Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, as the non-medtronic guidewire was being retrieved, the valve dislodged. The wire reportedly got caught in the frame of the valve and pulled the valve supra annular. Subsequently, a second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.